Event description:
The customer reported to customer service that when she went to unplug the transformer it broke in half.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to retrieve additional complaint information were unsuccessful. The product involved in the complaint was discarded by the customer. Therefore, no conclusions can be made as to the cause of the event. However, the customer reported the housing came apart, and wires were exposed, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition, production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored. Should additional information be received, resulting in new, changed, or correct information, a follow-up report will be filed.